Event description:
My sister was admitted into hospital in 2007 for various different health issues. For pain management she was given a dilaudid pump. In association with the pump, she was given a heparin flush to manage clotting of her pic line after months on this pump her health started to decline, she had a problem with her blood platelets dropping and not being able to take treatments for her cancer. Due to the decline of her quality of life, we decided to take her to another facility, where we felt she could receive better care. After extensive testing, we were told that my sister's cancer was treatable and maybe even curable, but the test revealed that she had -hitt- an adverse reaction to the heparin. After their finding of her reaction to the heparin, the facility tried to treat her for the allergic reaction to the heparin. But it was too late, the drug had already started shutting down her organs. My sister went blind, she went deaf, she could not eat, or speak, within a week of her diagnosis with hitt, she died, and left behind a daughter and a family who doesn't understand why the medical staff at the initial hospital did not think to check and see if she was allergic to this drug. Dose or amount: not available. Dates of use: 2007 - 2008. Diagnosis or reason for use: to flush pic line.